Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patients blood chemistry. The degradation then led to the observed damage. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during a follow up visit. Subsequently, the physician opted to have this lead repositioned. During the lead revision procedure, the physician noted there was insulation cracks on the proximal part of the right ventricular lead. The physician decided to explant this lead, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during a follow up visit. Subsequently, the physician opted to have this lead repositioned. During the lead revision procedure, the physician noted there was insulation cracks on the proximal part of the right ventricular lead. The physician decided to explant this lead, and a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during a follow up visit. Subsequently, the physician opted to have this lead repositioned. During the lead revision procedure, the physician noted there was insulation cracks on the proximal part of the right ventricular lead. The physician decided to explant this lead, and a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.